Event description:
Manufacturer ref. #: 1913mcc1322.

Manufacturer narrative:
The device was investigated at the facility by our field service engineer (fse). The device control pc board was replaced according to the recommendation stated in the device service manual. Received device logs had been reset and erased, no conclusion could be made by the review of the returned logs. Our investigation of the returned control pc board did not show any errors. When installed into a test unit, the device passes pre-use check and a simulated test ventilation session for approximately 5 days without reproducing any errors. The cause to the reported event cannot be established by this investigation, the returned pc board function was according specifications.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for disabled valves. There was no patient harm. (B)(4).